Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that erbe had an error c-34 when firing monopolar energy. Tse reviewed logs and found erbe c-34 pointing to hv voltage too low in on state. The customer swapped the monopolar port, monopolar energy cable, monopolar instrument, and power cycle the erbe and the system, but the issue persists. Tse recommended using an external forcetriad non-integrated generator for the monopolar energy. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed and the customer reported complaint was confirmed or replicated. The reported error seen while reviewing the logs, confirming the event occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and encountered c-34 error on startup. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.